Event description:
During medical record review of an unrelated event, it was learned the pt was hospitalized for fluid overload on (B)(6) 2013. This pt was due for her hemodialysis treatment on tuesday, (B)(6) 2013. She had last been dialyzed on saturday, (B)(6) 2013. Prior to arriving for the (B)(6) 2013 treatment the pt developed worsening shortness of breath and called ems who transported her via ambulance to the local emergency room. Upon arrival to the ER, her vitals were: bp 197/90, pulse 107, respirations: 28. She was alert, pale with bilateral wheezes and rales and a non-productive cough. She had 1+ bilateral lower extremity edema. Oxygen saturation was 95% on oxygen. EKG shows sinus rhythm with a 1st degree av block, left ventricular hypertrophy with an undetermined age inferior infarct. Her admission weight was (B)(6) with an estimated dry weight of (B)(6). She received immediate hemodialysis with 4 liters of fluid removed and she stated she felt better. She was admitted to the hospital that some day with a diagnosis of respiratory distress. It was documented in the ER note that the pt stated she had drunk more fluid than usual over the weekend. Ther was no device malfunction alleged. The pt was discharged from the hospital on (B)(6) 2013 with her normal dialysis routine. Discharge diagnosis: congestive heart failure exacerbation, resolved and pulmonary edema, resolved.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept has reviewed medical records and treatment sheets and notes the pt with past medical history of congestive heart failure, on hemodialysis had a hiatus in her hemodialysis treatment of 48 hrs. She reports she drank more than usual during this time and developed shortness of breath worsening in the morning of (B)(6) 2103. She received emergent hemodialysis in the hospital for fluid volume overload and her symptoms improved. Fluid overload immediately prior to the use of the hemodialysis machine is not a result of the use of the device. This event is being reported for the hospitalization without allegation of device malfunction. Plant investigation is pending. A supplemental medwatch report will be submitted upon completion of the investigation.